Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was not turning on. There was no power. The ventilator was not in use at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. They found a loose power cord connection. They tightened the power cord and the ventilator was in working condition.